Manufacturer narrative:
The customer reported problem cannot be determined. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they no fault found on customer stated problem. Lvp keypad recall completed. Based on the findings, service was unable to determine the proximate cause of the reported issue. Service stated no fault found. Device history review a review of the device history record for sn (B)(4) was performed from date of manufacture 11/26/2018 to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had failed preventive maintenance. No patient involvement.